Event description:
The pt reported that his infusion device displayed a power pack icon with no alarm. The power pack had been in use for 2 days. He stated that the infusion device was still working properly. The pt switched out the power pack because of receiving the power pack icon. The pt had been made aware of the power pack recall. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt discarded the power pack, so no product will be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.